Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the stent implant stripped of the 3.5x18 mm rx vision stent delivery system balloon during removal of the stylet. There was no resistance noted during stylet removal. The device was not used on the patient. A new stent delivery system was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.